Manufacturer narrative:
Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2011, tha surgery using v40 head was performed. After a few years, the extraction surgery was performed. Its exact date is unknown. During the extraction surgery, a corrosion was found inside the v40 taper.